Event description:
It was reported by the patient that the implantable cardiac monitor (icm) was pushing against the skin more each day and is very painful. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.